Event description:
Allegedly revised due to aseptic loosening patella component; femoral osteolysis.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updateed the investigation is complete. This is the same event as 1043534-2013-01363, 01364, 01366. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed not rend for item/lot. The product was not returned.(B)(4).